Event description:
On 10 jun 2026 , senseonics was made aware of an incident where the user could not link the sensor with the transmitter. No signal could be established in the placement guide, and replacing the transmitter did not resolve the issue. The case was escalated to the next level of support, who authorized a return material authorization (RMA) for sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.